Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 529 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include refusing to drink water, and nausea. When removed from the infusion site (leg) the cannula was found bent. At he hospital, the patient was treated with with an intravenous therapy of fluids and zofran. The patient was released the next day. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.